Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the non healthcare professional that consumer wore the contact lens in the left eye and experienced extreme irritation, eye pain. Consume took the lens out and felt blurry vision. Consumer visited to the doctor, and it was diagnosed significant chemical burn in the cornea and swelling in the left eye. Upon external examination it has been observed that consumer had dermatochalasis on both eye lids. The treatments were prescribed with numbing drops; contact bandage, tobramycin/dexamethasone dose of 0.3-0.1percent instill one drop by ophthalmic route into left eye three times a day until further instruction. Symptoms were continuing. After few days consumer went for the follow up visit and doctor advised that the eye was healing, and symptoms were improving. Additional information has been requested but not yet received.